Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 24mm amplatzer septal occluder was selected for an implant on (B)(6)2022. The physician prepared the device according to the IFU's. Once deployed (not released) in the patient, the physician observed that the left atrial disk had a rounded and unusual shape. The physician decided to recapture the device and retrieve it from the patient. The physician deployed the device on the table for inspection and was still noticing the unusual shape of the left disk. A second 24mm amplatzer asd device was opened and implanted successfully. The patient remained hemodynamically stable throughout the procedure and is now discharged.

Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. However two photos were received from the field appearing to show the distal disc of the occluder during deployment from the delivery system presenting cobra deformation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture design or labeling.

Event description:
N/a